Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that, during an implant attempt, the lead was opened, but not used, due to patient anatomy and the lack of venous access. Another lead was used. No patient complications have been reported as a result of this event.